Manufacturer narrative:
(B)(4). The customer has reported the suspect component is available for analysis and is currently pending a carefusion field service engineer (fse) evaluation of the suspect device. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported during patient use this avea ventilator stopped delivering breaths. The customer reported no harm or injury to the patient.

Manufacturer narrative:
The carefusion failure analysis laboratory (fa) received the suspect avea ventilator for evaluation. The fa group performed the following power cycle startup runtime routines, configuration errors were found in the error log. The physical/visual inspection of the internal device components found a damage exhalation diaphragm and third party batteries. The thermal stress testing on the internal components was performed. Device user testing and calibration testing was completed. The fa group was not able to duplicate the reported event by the customer. At this time, no component root cause could be determined however an unrelated software anomaly was identified within the user interface module (uim) control board the device was referred to the service group for rework to our current device configuration. This issue will be internally investigated within carefusion.